Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter stated that the pump emitted a no cartridge detected alarm and the pump had pushed out all the insulin during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, a review of the pump history showed evidence of a load step malfunction on the reported event with ¿no cartridge detected¿ warnings. Visual inspection shows moisture on the display screen inside the pump. The pump failed a leak test due a case seal leak. The pump powered on and displayed the ¿verify¿ screen. The pump alarmed with a call service alarm with the first rewind attempt. Further testing could not be completed. The pump¿s cover was removed and moisture corrosion was found to the force sensor circuit, motor flex connector and force sensor flex pins.